Event description:
Information was received that this lead was an attempted implant due to placement difficulty. The lead was first placed on the lateral wall of the heart and the patient went into ventricular fibrillation (vf). The device delivered multiple shocks and the patient required external rescue. No adverse patient effects were reported.